Event description:
It was reported that while this patient underwent a revision for their right atrial (ra) lead, this right ventricular (rv) lead dislodged so it was explanted and replaced by a new lead. The device is not expected to return for analysis. No additional patient effects were reported.